Event description:
(B)(4) medical records ad (B)(6) 2023 was reviewed by a clinician. Clinic visit from (B)(6) 2021 states the patient has right knee pain that the physician associates to a torn meniscus and osteoarthritis, which would be unrelated to the total hip revision. Notes also state the hip xray review indicates no signs of loosening but pre-op xrays prior to the revision show a loose tri lock stem in varus. Notes from (B)(6) 2022 state the patient sustained a fall on his right hip and is unable to place weight on it. He c/o significant pain. Right hip xrays show the cup is in slight anteversion with a screw into the acetabulum with lateral lucencies with the appearance of a loose cup. A linked pc will be created to capture the fall, pain, difficulty walking, and xray review of the acetabular cup and screw. (B)(6)2010 - doe: (B)(6) (right hip). This pc is linked to (B)(4).

Manufacturer narrative:
Product complaint # :(B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. E3 initial reporter occupation: (B)(6). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.